Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic. Oversensing was found via review of freeze capture. Lead issue suspected. Patient is dependent and the oversensing of noise was causing long pauses. Lead remains implanted.